Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that in 2016-2017 they had to reroute the wires and had to cut her three more times. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that wires were 10 years old and did not work with the new device. The serial numbers were unknown. The circumstances that led to the wires needing rerouting was due to device change. The issue was resolved. Patient provided their weight information. No symptoms were reported and no further complications were reported/anticipated.